Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source regarding a patient who was receiving lioresal (baclofen) (2,000 mcg/ml at unknown dose) via an implantable pump for intractable spasticity and head/brain injury. It was reported that the patient felt like they were experiencing withdrawal symptoms. It was unknown if there were any factors that may have led or contributed to the issue. Per the attending physician's request, the patient¿s pump was interrogated. There appeared to be no issues with the pump. No interventions were taken at the time. No surgical intervention occurred. It was asked but unknown if surgical intervention was planned. It was unknown if the issue was resolved at the time of report. The patient's weight and medical history were asked and will not be made available. The patient's status at the time of report was listed as "alive - no injury".